Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, five heartstring seals cracked while loading the seals into the delivery tube. The surgeon used a replacement heartstring seal to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Visual inspection verifies the seal is cracked and the seal and tension spring are outside of deployment tube. The complaint is confirmed. Corrective action has been initiated to address this issue.